Manufacturer narrative:
The customer's complaint has been confirmed. The analysis of the wire reveals the wire still attached to the catheter. The catheter received is compressed at both the distal end and along its length. The spring tip is exposed from the catheter at distal end approximately 1.5 cm. The spring tip is elongated with acore wire fracture. The wire after removing from the catheter reveals kinks at approximately 58-66 cm measuring from the proximal end. Measurements of the od taken revealed evidence that the wire is within specification. Both distal and proximal fracture sites were submitted to the analytical lab for fracture analysis. The results are as follows: examination of the fracture surface revealed the presence of a torsional action with a bending moment. Tension and compression zones were noted. No material anomalies were observed. Conclusion: the fracture surface was caused by a torsional type overload with final fracture in a bending moment. Based on review, a severely twisted ribbon was observed in both the proximal and distal sides of the fracture. The batch number for the incident device was not reported. The exact root cause of the failure could not be determined.

Event description:
Reportability changed based on analysis, approved 26feb2007. It was reported that during an unspecified procedure, the luge guidewire became uncoiled. The lesion being treated was located in the right coronary artery. The distal tip became uncoiled, and the guidewire was removed. The procedure was completed with different device, and no patient complications were reported. Patient status was reported as 'okay'. Analysis found a core wire fracture.